Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge us (refurbished) had a "disk boot failure." No patient was harmed, and they were able to run another angel machine quickly to complete the case. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged abs-10060r serial/batch number (B)(6) was received for investigation. Functional testing was performed connecting the device to the power; when the on button was pressed, a failure error was noted on the screen: disk boot failure; disk boot failure is typically caused by a hardware memory system failure in the console's sbc operating system. It manifests typically on older machines and usually only when powering up. Visual inspection revealed signs of wear and tear. The most likely reason for the reported failure is wear and tear on the device, as the manufacturing date is 13 november 2018.